Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was experiencing an issue with intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: no battery cap was returned with the pump so all testing was performed with a test battery cap. The battery cap was able to fully tighten and the battery compartment was intact. No pump reboot events were observed in black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.